Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely that piece of silicone rubber may have become mixed into channel due to breakage, deterioration, or falling off of packing for various medical devices/instruments. The event can be detected/prevented by following the instructions for use. Specifically, IFU operation manual ¿for safe use¿, ¿4,2 insertion of endoscope_air, water feeding, suctioning, caution¿, reprocessing manual ¿5.5 manually cleaning the endoscope and accessories_cleaning external surface¿, ¿5.7 rinsing endoscope and accessories¿, ¿8.2 storage of disinfected endoscope and accessories¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the colonovideoscope had foreign material in the nozzle. There was no patient involvement.